Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station had a pop up error that not allow them to access to the station. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a dispensing user interface error. A technical support specialist (tss) logged in remotely and found that the dsclientoltp database was in recovery pending mode and the station synchronization status was not current on the server. The tss performed a data synchronization with a database drop on the station to update the synchronization status to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station had a pop up error that does not allow them to access to the station. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunctionthere were no adverse events or injuries reported based on this event.